Manufacturer narrative:
Insulin pump received with minor scratched lcd window, broken battery tube threads, cracked lcd window, cracked case at the display window corner, cracked reservoir tube window and cracked case at the reservoir tube window corner. Insulin pump received with all no button response due to flattened button dome switch and partial unlocked lcd keypad connector noted during visual inspect. Unable to verify unexpected low battery alarm, blank display, rewind anomaly, excessive no delivery alarm, e code errors and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime, compromised force sensor system test, rewind test and excessive no delivery test due to no button response. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that their insulin pump had a unresponsive buttons. The customer¿s blood glucose level was unknown. Customer reported that the insulin pump had random no delivery alarm. The insulin pump will not be returned for analysis.